Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient acquired an infection. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the infection, but none was available. The patient was hospitalized and given antibiotics. The patient has since been discharged and remains under medical supervision.